Event description:
It was reported that the high definition liquid crystal display had no image and stripes displayed during gastroscopy examination. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
G2 - other report source: national medical products administration (osh). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.